Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported 2/3 of customer's 200 count box of softclix lancets are missing the caps. Caller states it appears all of the caps are in the box - just not on the lancets. Caller reported the customer stated that she just opened the box today, immediately noticed the issue. No adverse event reported. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
The investigation found no product defects and the inspection of the uncapped lancets with a stereo microscope found evidence that the protective caps had been twisted off of the lancets in a manner consistent with use of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.